Manufacturer narrative:
Additional info: additional information provided with product return. The surgeon's name dr. (B)(6), telephone number, and the issue occurred in the patient's left eye. The following sections have been updated accordingly: section e1: title: dr. Section e1: first/last name: (B)(6). Section e1: telephone number: (B)(6). Section e2: health professional? Yes. Section e3: occupation: (B)(6). Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: feb 21, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The lens was removed and cleaned, revealing that the lens was damaged and scratched. The complaint issue " lens damaged " was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a complication with an intraocular lens (iol) and needed to use 3 piece za9003 iol. There was patient contact. No other information was provided.

Manufacturer narrative:
Age or date of birth,weight, ethnicity: not applicable, as there was no patient involvement. Implant date: if implanted, give date: not applicable, as there was no patient involvement. Explant date: if explanted, give date: not applicable, as there was no patient involvement. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.